Event description:
It was reported that after case dissembling of the handpiece, when anspach was being removed the snap lock broke into multiple pieces. No patient involved.

Manufacturer narrative:
The navio handpiece, intended for use in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. The snap lock was broken. The snap lock was completely broken and missing the lead in, plungers, plunger holder, and wave spring. Functional evaluation found that because of all the missing pieces on the snap lock, it will not hold or engage a drill. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found 266 similar reports and this issue will continue to be monitored. The root cause was found to be mechanical component failure. As part of corrective actions, a new and more robust design of the snap lock has been released.